Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report reference number: 3006705815-2020-02473. It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The patient was trialed and reported a headache. During the trial the physician performed a bloodpatch on (B)(6) 2020. The trial was successful and was pulled as scheduled.